Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2016, the patient had a revision surgery to get her implantable neurostimulator (ins) put in deeper. When she got home after surgery, she couldn't urinate and also saw the "call your doctor" icon and a power on reset (por) message. The patient didn't know why she was getting the por message. She had called her healthcare provider and was told to contact a manufacturer representative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device stopped working. The steps taken to resolve the por was indicated that the representative turned it back on with his device and programmed. The step taken to resolve the unable to urinate was noted that the rep turned the device back on. Additional information received on 2016-04-18 that the reason for revision surgery to implant device deeper was indicated that the device was sticking out too much and getting caught on things.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.